Event description:
Boston scientific received information that this implantable left ventricular (lv) lead dislodged three days post implant and resulted in diaphragmatic stimulation for this patient. A revision procedure took place and the lead was explanted. A new bipolar lv lead was successfully implanted. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood/body fluid was noted through the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and electrically, the lead was found to be within specification.